Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant wasn't completely covered by bone, inadequate bone quality/quantity, abscess, asymptomatic. Dr. (B)(6) noted ø bone in anterior maxilla. Concurrent wearing of existing ill-fitting prosthesis.